Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that postoperatively there was unstable/ intermittent loss of capture on the right ventricular (rv) lead. It was also reported upon fluoroscopy it was noticed that the slack had been pulled out of the lead/ lead had dislodged. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.